Manufacturer narrative:
We are not certain if our product was in use at the time of the reported incident. Several attempts were made to ascertain add'l info with regards to this reported issue. The info provided in this report is, therefore, inconclusive.

Event description:
We received the following info from a third party. A (B)(6) female with poor peripheral venous access underwent a CT scan procedure. The pt suffered an extravasation of 80mls of contrast. Post-procedure, the pt underwent decompression surgery for compartment syndrome of the right upper limb.